Event description:
A customer contacted stryker to report that the buttons on their device were not working except for the analyze button, when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. During inspection, dried liquid was observed on the keypad contacts. After replacing the main keypad as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.